Manufacturer narrative:
No units were returned to dmta within the timeframe of this investigation. The suspect device(s) were indicated as not obtainable. It is not possible to confirm the root cause of the complaint as reported without access to the devices in question. It is acknowledged there could be many root causes for the complaint information received. It is also acknowledged that all laser fibers manufactured by dmta are 100% inspected for power performance defects, objectively providing confirmation the fibers are operating as intended prior to distribution. No information regarding patient impact was received related to this report. No trend for complaints related to this matter is currently observed. Dornier will continue to monitor complaints related to this report.

Event description:
Holmium laser fiber burn at the connector reported.